Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii flow cytometer spayed sheath fluid outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that fluid is leaking from the sit and from the top of the sample tube area. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath fluid. What is the source of leak/spill? (Waste or non-waste line) non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 19-jul-2022. H.2 device eval by manufacturer?: yes. Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6) . Problem statement: customer reported a complaint regarding a spray of fluid under pressure, not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Complaint trend: there are 9 complaints related to the issue of a spray of fluid not contained within the instrument; pr# 2523707, 2550920, 2614530, 3021160, 3023607, 3061112, 3200801, 3919813 and this one, 4442101. Date range from (B)(6) 2021 to (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # 338961-v96100799-900165688-08, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak from the sit not contained within the instrument was due to a clogged v8 valve on the manifold. A clogged or blocked line may not allow the valve to switch properly causing fluid to backflow when pressure is applied. The fse (field service engineer) confirmed this issue shorted out the fluidic mother board causing sheathe to backfill regulators, filters and into sample pressure lines. The fse removed and cleaned the valve manifold and the fluidic mother board. They replaced both sample and sheath regulators (343834), along with the filters (336971) damaged by backflow of sheath fluid. To maintain optimal performance, the instrument should be properly booted up, shutdown, and maintained per the bd facscanto¿ ii flow cytometer instructions for use manual (23-20269-00 version a) on page 149. No parts were requested for evaluation as the replaced parts are not returnable and was discarded. After all the repairs, the instrument passed all parameters of cs&t and 7 color setup, and was brought back to normal operation. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid, no contaminated waste, which did not come in contact with the customer or bd personnel, per (B)(4) . Although patient samples were prepared for instrument use, no results were captured for any diagnosis due to the leakage, so no patients were harmed. There was no impact to customer health or safety and the safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4). , case (B)(4). Install date: 29sep2008. Defective part number: n/a. Work order notes: o subject / reported: fluid is leaking from the sit and from the top of the sample tube area . O problem description: fluid is leaking from the sit and from the top of the sample tube area. O work performed: removed and installed new 8 valve manifold, fluidic mother board. Replaced both samle and sheath regulators, and filters damaged by backflow of sheath fluid. Ran cab beds and checked performance and optical alignment. Ran cs&t and all parameters passed. Ran 7 color setup, all parameters passed. Returned unit to custmer for use. O cause: v8 on manifold failed shorting out fluidic mother boad causing sheathe to backfill regulators, filters and into sample pressure lines. O solution: ran cs&t and all parameters passed. Ran 7 color setup, all parameters passed. Returned unit to custmer for use. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338942ra, rev. 08/vers. G, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. O ID: (B)(6). O hazard: potential leakage. O cause: potential lack of workmanship during assembly. O harmful effects: potential biohazard exposure. O risk control: qualification and first article inspection. O implementation verification: vp # (B)(4). Protocol. O effectiveness verification: vp # (B)(4). Report. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: afap. O new hazards: none. Mitigation(s) sufficient ¿yes. ¿no. Root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a clogged and blocked v8 manifold. Conclusion: based on the investigation results, the root cause of the spray of fluid under pressure on the bd facscanto ii cytometer was due to a clogged and blocked v8 manifold. The fse confirmed the leak issue, cleaned the manifold lines and replaced all damaged parts. They then ran cst and multiple fluidic startups, and the instrument was working as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that the bd facscanto¿ ii flow cytometer spayed sheath fluid outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that fluid is leaking from the sit and from the top of the sample tube area. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sheath fluid. 5. What is the source of leak/spill? (Waste or non-waste line) non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.